Event description:
It was reported that there was a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who guided them in resetting the pump, and the issue was resolved without recurrence, allowing the customer to continue using the pump.